Event description:
The patient reportedly experienced intermittencies. External equipment was exchanged, however, the issue was not resolved. Revision surgery will be scheduled.

Manufacturer narrative:
The patient's device was explanted.

Manufacturer narrative:
The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrode wires. This is believed to have occurred during revision surgery. System lock was obtained intermittently on all spacing. The electrode and intermittent lock conditions prevented some of the electrical tests from being performed. The device passed some of the electrical tests performed. The device failed the residual gas analysis test. This is an interim report.

Manufacturer narrative:
The external visual inspection of the device revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrode wires. This is believed to have occurred during revision surgery. System lock was obtained intermittently on all spacing. The electrode intermittent lock conditions prevented some of the electrical tests from being performed. The device passed some of the electrical tests performed. The device failed the residual gas analysis test. Internal visual inspection revealed silver migration was noted across and between some of the electrical components. This device had moisture that exceeded the residual gas analysis test limit. Leak testing did not reveal any leaks. A corrective action has been implemented. This is the final report.